Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an access j-loop set was difficult to prime. This occurred while the device was attached to a clearlink system continu-flo solution set (baxter product). The reporter stated that during priming, the fluid stopped flowing as soon as it reached the j-loop. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.